Event description:
The following was reported to davol: it was reported that following the implant of a ventralight st w/echo mesh for repair of a recurrent umbilical hernia, the patient developed a rash. Reportedly, the patient was discharged on day 2 with oral antibiotics and returned on day 3 with skin cellulitis and an elevated white blood cell count. It was reported that the antibiotics "settled him down" and that he is currently fine with no future treatment plans.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the reported post operative complication. As reported the patient is currently fine with no future treatment plans. The IFU for ventralight st w/echo was reviewed and the warning section states if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Additionally, infection is identified in the adverse reaction section as a known possible complication. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.